Event description:
During the training, the autopulse platform (sn (B)(6)) displayed fault 27 (encoder fault) message. No patient involvement.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed fault code 27 (encoder fault) was not confirmed during the functional test but was confirmed during the archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. A review of the archive data showed fault code 27, thus confirming the reported complaint. Also, the user advisory (ua) 34 (encoder failure) error message was observed in the archive, possibly related to the reported complaint. The root cause is related to the encoder gearbox failure. The autopulse platform passed the initial functional test without any fault or error and the reported complaint could not be reproduced. Nevertheless, the integrated encoder was replaced as a preventive precautionary measure, as the encoder may have had some intermittent technical problems that could not be directly identified during the functional testing. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).